Manufacturer narrative:
Concomitant medical products: addrl1 ipg - implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, intermittent capture and confirmed fracture were noted on the epicardial leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.